Event description:
The hosp reported that while a technician was using the unit, she felt something and then saw sparks coming out of the unit. The technician immediately let go of the unit. No injury occurred to either the technician or the pt. The hosp performed an electrical safety test on the unit after the event and the unit passed its ground continuity test.